Manufacturer narrative:
For the failure analysis both the introducer product and data logs were returned. The investigation is on-going at this time. A supplemental medwatch will be submitted at conclusion of the investigation. (B)(4)

Event description:
A (B)(6) male was admitted for a bypass surgery (CABG) in which five grafts were to be placed. After the CABG an impella rp was placed for patient support. While placing the rp the team kinked two 23fr x 30 cm introducers. The third introducer allowed for successful placement. The rp was being used in addition to an already placed iabp, which was also placed at the right femoral/groin access site. The patient developed a hematoma at the right groin on the following day due to bleeding. The team administered an estimated 20 units of blood product, and three additional purse string sutures were placed at the rp access site in the operating room, to control the access site bleeding.

Manufacturer narrative:
Since the first filing of the initial medwatch, the investigation has completed. Two of the three utilized introducers were returned. Both were kinked at the same point along the length of the sheath. Without any imaging or evidence of the kinking occurring within the patient's anatomy, the root cause of the kinking could not be determined. The kinks were speculated to result from a hematoma that formed due to the iabp. No corrective action is warranted. The failure was determined to have low risk index based upon very low occurrence and moderate severity. The root cause could not be determined. The failure will be monitored and trended. Internal reference (B)(4).